Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose. The blood glucose reading was 36 mg/dl. Prior to the hospitalization, the customer's mother primed the insulin pump while the customer was connected. Nothing further was reported.